Manufacturer narrative:
On jun 1 2021, additional information was received indicating the replacement device was a mentor saline breast implant (serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation and capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation with 325cc saline mentor smooth round moderate plus profile breast implants and experienced deflation and capsular contracture on the right side postoperatively. As a result, the patient underwent device removal on (B)(6) 2021.